Event description:
It was reported that non-sustained rv oversensing due to lead noise was observed on patient¿s device. Increase in capture threshold and drop in r wave amplitude was also noted. Lead testing and lead revision was recommended. No further information is available at this time.